Manufacturer narrative:
See investigation attached.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to septic loosening.